Event description:
It was reported that during an enucleation and curettage of a left mandibular cyst and extraction of a tooth, the drill overheated causing the shaft to heat up, which in turn caused a burn to the patient's lip and inner cheek. The lip burn is a first degree burn 1 cm which resulted in some sloughing of skin. Topical ointment was applied to the burn on the patient's lip. No scarring is expected and no plastic surgery is expected to be necessary, however, some discoloration on the patient's lip is possible. The severity of the mucosal burn on the inner cheek is unknown, but it was reported that the doctor removed part of the skin that was burned on the inner cheek.

Manufacturer narrative:
Device is in transit back to stryker for evaluation. Device has not yet been received for evaluation. Follow-up MDR will be filed when the device evaluation is completed.